Event description:
It was reported that while inspecting stock at the distributorship, the packaging was found to have inner pouch damage. There is no further information available.

Manufacturer narrative:
(B)(4). D10: 51-101060 item name tprlc 133 fp type1 pps ho 6.0 lot # 3880835. 51-145140 item name tprlc xr mp t1 pps 14x113mm lot # 7224243. 51-109060 item name tloc 133 mp sp t1 ppsho 6x97.5 lot # 7151915. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:. Product was returned and evaluated. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (pouch). Sterility had been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.